Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had eroded through the skin at the implant site on the right buttock which required the device system to be explanted due to the risk of infection. It was unknown what had caused the ins to erode through the skin. There were alleged product issues reported in the event. Follow up information reported that the patient was still an in-patient because of uncontrolled blood sugar and blood pressure. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 3487a-33, lot # j0327076v, implanted: (B)(6) 2003, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).